Manufacturer narrative:
Post market vigilance (pmv) received four devices. The visual inspection of the returned product noted four unopened sutures. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. The sealed product was forwarded to engineering for bend moment testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a squint procedure the used device needle broke. When using the device to suture the conjunctiva and the surrounding muscles, the needle did not pass through the tissue easily and the surgeon had to use force to pass the point of the needle. This issue occurred with 5 sutures each from 2 different lots (total of 10 sutures). The surgical time was extended more than 30 minutes and there was tissue damage and loss as a result of this complaint. The extent of the tissue damage and loss will not be made available. No additional operation will be needed. The patient status is listed as alive with no injury.